Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on (14 july 2025). The patient's blood glucose levels reached 303 mg/dl while wearing the pod for 12 hours. Symptoms reported include hyperglycemia, hyperventilating, high blood pressure, difficulty breathing and confusion. The patient had administered corrections and a manual shot of insulin but their blood glucose level had not decreased. The patient reports being unsure if the pods cannula was properly inserted at the pod infusion site at activation. In addition the patient reports the cannula was found to be bent. Upon arrival at the hospital emergency room the patient was treated with 2 bags of intravenous fluids. The patient was in the hospital emergency room for 5 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.locked down smartphone: lockdownomnipod software app version: 3.1.1operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7